Event description:
It was reported by service report that when the brakes were engaged from any pedal, sometimes they would hold properly and other times they would not hold. There were no reports of pt involvement or adverse consequences.

Manufacturer narrative:
The customer did not follow the proper maintenance instructions when making a repair which resulted in the reported malfunction.